Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The reported medical event involved two different adc devices thus, each device will be reported under separate medical device reports. This MDR is reporting on: sensor (B)(4). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that on (B)(6) 2019 he received the error message, "scan again in 10 minutes," when scanning his adc freestyle libre sensor. As a result of not being able to obtain a measurable scan from the sensor, the customer attempted to perform a blood glucose measurement on the adc built-in meter, however the meter would not turn on when the test strip was inserted. He further reported that at the time when the issues with testing occurred he was experiencing hypoglycemic symptoms and subsequently lost consciousness. Paramedics were called and treated the customer with "glucose" via an unspecified route of administration. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported that on (B)(6)2019 he received the error message, "scan again in 10 minutes," when scanning his adc freestyle libre sensor. As a result of not being able to obtain a measurable scan from the sensor, the customer attempted to perform a blood glucose measurement on the adc built-in meter, however the meter would not turn on when the test strip was inserted. He further reported that at the time when the issues with testing occurred he was experiencing hypoglycemic symptoms and subsequently lost consciousness. Paramedics were called and treated the customer with "glucose" via an unspecified route of administration. There was no report of death or permanent injury associated with this event.